Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient suffered an injury to the head resulting in a decrease in performance as well as pain at the site of the device and headaches with use of the device. The results of an integrity test indicated normal receiver stimulator function with multiple electrode anomalies. The device was explanted (B) (6), 2010 and the patient was reimplanted with a new device during the same surgery.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 256 mg/dl and 116 mg/dl; 428 mg/dl and 105 mg/dl. Sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4)